Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately nine years ago. Aneurysm and vessel morphology at implant are not available. Currently, the neck measures 23mm diameter and severely angulated. It was reported that a recent CT demonstrated that the bifurcated stent graft had migrated distally with a type iii endoleak between the bifurcated stent graft and an aortic cuff. An endurant aortic cuff was implanted and the migration and endoleak were resolved. No additional clinical sequelae were reported and the patient is fine. An internal review of the films was completed. The films post-implant show that the ipsilateral limb was implanted on the left; the limbs were crossed. There was a likely aneurx aortic cuff and an unknown aortic cuff was implanted above the bifurcate which had migrated distally. The type iii separation endoleak is seen. The proximal neck diameter was 23 x 27mm and very angulated.

Manufacturer narrative:
(B)(4). (Films), inherent risk of procedure (endoleak, stent graft migration), patient's condition affected effectiveness of device (severely angulated aortic neck), device failure/lack of effectiveness related to patient condition (severely angulated aortic neck).

Event description:
Additional information was received for this case. The endoleak resolved post placement of an aortic cuff without any further information. No additional clinical sequelae were reported and the patient is fine.